Event description:
On 08/13/2009, the lay-user/patient contacted lifescan alleging that a one touch ultramini meter had an "error 2" issue. The patient manages her diabetes with an insulin pump. It is not known what date/time the alleged meter issue began. As a result of the alleged issue, the patient claimed that she developed symptoms of a cold sweat, lightheadedness, and confusion. It is not known what date/time the symptoms started. In 2009, at 9:30 am, the patient mentioned that she was treated with food and/or a drink in an emergency room (ER). At 8:30 pm that same day, her blood glucose was reportedly tested on an emergency services (ems) meter and a result of "200 mg/dl" was obtained. The patient claimed that she skipped a dose of novalog insulin at that same time. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what actions the patient took before and after the symptoms developed, if the patient was symptomatic during the ER visit, why she visited the ER, and why she was treated with food/drink(s) in the ER. In addition, it would have been helpful to know if the patient received treatment from ems, what date/time the alleged "error 2" issue began, and what date/time the symptoms started. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.